Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 293 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump and manual injections. It was also found the customer was feeling thirsty, agitated and in pain from their high blood glucose. Troubleshooting found tiny air bubbles in the customer's reservoir. No leaks were observed during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the reservoir for analysis.